Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Expected fasting blood glucose test result range is 80 to 100 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed fasting prior to call produced results of 170mg/dl and 180mg/dl. Verified storage of test strips is not within instructed specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is 10/22/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Event description:
Consumer complaint of about high blood results. Expected fasting blood glucose test result range is 80 to 100 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed fasting prior to call produced results of 170mg/dl and 180mg/dl. Verified storage of test strips is not within instructed specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is 10/22/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 170mg/dl, (B)(6) 2015, 07:45am; 179mg/dl, (B)(6) 2015, 09:00pm; 175mg/dl, (B)(6) 2015, 05:30pm; 170mg/dl, (B)(6) 2015, 11:00am; 123mg/dl, (B)(6) 2015, 09:00am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.